Event description:
It was reported that blood temperature readings were inaccurate and it was unable to measure continuous cardiac output. There were no patient complications reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was exposed to an infectious disease. Without the return of the product, we are unable to perform a complete investigation into the possible root cause of the reported event.